Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the seal housing, stopcock, and cannula were intact. The obturator was received inserted into the cannula; prolonged insertion can cause the seals to become stretched. The duckbill seal and circular seal were visibly stretched out. Functional testing found that the device failed an air leak test. The product was shipped back with the obturator inserted in the cannula, and therefore the length of time it was inserted during shipment may have also resulted in the stretched seals. It was reported that the seal disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device had a leak. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: onb12stf, onb12stf versaone opt 12 std trocar, (lot # unknown); onb5stf, onb5stf versaone opt 5mm std trocar, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, air or gas leaked from the seal of the 15 millimeter (mm) trocar when a five millimeter device was inserted or angled. The leak started as the seal detached. There was too much space surrounding the instrument. To address the issue, the surgeon changed to a 12mm top, which improved the situation but did not fully resolve the pneumoperitoneum leak. No patient complications have been reported as a result of this event. Pli 30: product received without accompanying information.